Manufacturer narrative:
Investigation details: investigation was completed. It was observed that the outer silicone coating of the btt was torn; however, the balloon appeared to be intact. A syringe filled with 30cc of air was connected to the btt inflation port and as the balloon was filling up with air, it popped. This meant that the balloon had been intact even though the silicone had previously burst. The complaint that "the balloon on the trocar ruptured" is not confirmed.

Event description:
The hospital reported that initially, the device came apart and then snapped back together during the procedure. A replacement device was used to complete the procedure. On 7/13/2007, the device was received with additional short port which was not initially reported. During initial observation, it was noticed that the silicone was torn. On 7/19/2007, additional information was provided by the hospital, it was reported that during the same procedure, the balloon ruptured as well. This report is filed because silicone tear/balloon rupture is a reportable malfunction.